Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system called technical services (ts) and reported that the communicator displayed a red call doctor (rcd) icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The rcd indicated high out of range shock impedances were noted on the right ventricular (rv) lead. Ts referred the patient to the device treating clinic. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.